Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had alarmed error 1861. The patient had pulled the pump out of the carrying case and had noticed some dampness. White residue had been observed on the case. The batteries had been removed from the pump. The clamp closest to the pump and the clamp closest to the port had been closed. Chemo spill instructions had been given. The patient had been instructed to place the pump and carrying case into a biohazard bag and to call the doctor immediately for further instructions. The location of the leak had been unknown, possibly between the cassette and pump connection. There was no reported injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. Associated cassette and tubing complaint documented on (B)(4).

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.